Event description:
A report was received that during the trial procedure the patient was experiencing discomfort due to the placement of the lead. It was mentioned that the patient felt being electrocuted as she was standing and felt different when changing her position. The patient underwent a revision procedure wherein the leads were taken out.